Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk device was not returned to maquet cardiac surgery for investigation, however, photographic images were provided. Signs of clinical use and evidence of blood were observed. A photographic investigation was conducted. The delivery device was seen outside the loading device. Signs of blood were observed on the delivery device and the loading device. The blue slide lock and the white plunger were unobservable. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Signs of blood were observed on the seal and tension spring. The seal and tension spring was observed to be outside the delivery device. The seal was observed to be intact, no visual defects were observed of the seal. Based upon the photographic images received, the reported failure for "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.